Manufacturer narrative:
Investigation results: the visual inspection showed that the jaw coating came off (torn) on the cold jaw. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder's coating came off when the harvester inserted into the cannula with the jaws closed as recommended in the IFU. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.